Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/22/2019. The field service engineer (fse) was dispatched to the customer site nd confirmed the issue. The field service engineer (fse) evaluated the device and could not duplicate the reported condition. The fse replaced the front bezel assembly, central processing unit (cpu) printed circuit board assembly (pcba), power management (pm) pcba, and blower motor controller (mc) pcba. To address the issue. The ventilator passed all testing and operated within the manufacturing specifications. The ventilator was returned to customer for patient use. The cpu, mc, pm pcbas were returned for failure investigation. The reported condition was not duplicated. No product deficiency found. The product meets specifications.

Event description:
The customer reported that the ventilator does not power off normally. There was no patient involvement.